Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The mfg date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. The customer experienced a seizure, however, the customer was able to self-treat (unspecified) and a non-healthcare professional checked their blood glucose but no treatment was reported. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted."

Event description:
A customer reported that the adc device detached prematurely. The customer experienced a seizure, however, the customer was able to self-treat (unspecified) and a non-healthcare professional checked their blood glucose but no treatment was reported. No further information was provided. There was no report of death or permanent injury associated with this event.